Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prime 2.5x15 referenced in describe event or problem is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery (rca). Several attempts were made to advance a 2.5 x 15 mm xience prime but it could not cross the lesion and during removal the distal shaft separated outside the anatomy. A 2.5 x 18 mm xience prime stent delivery system was advanced and it also could not cross the lesion due to the anatomy and during removal the distal shaft also separated outside the anatomy. The procedure was stopped at this time with no treatment. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not returning. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.